Manufacturer narrative:
Findings: pump was received with cracked reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and minor scratched lcd window. (B)(4).

Event description:
It was reported that the customer was changing her site and when she unscrewed her reservoir, it appeared to be a bit loose. Customer stated that since she noticed this, her blood glucose level has gone up to the 400 mg/dl range. Customer's current blood glucose was 300 mg/dl. Customer reported that there was a crack on the back of the reservoir compartment. Customer confirmed that she was wearing a belt clip. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.